Event description:
Event description boston scientific received information that five months ago, this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 3.01v with a charge time of 6.9 seconds. Currently the battery voltage is 2.59 v and the charge is time 8.7 seconds. There have been 4 shocks delivered and the patient is paced in the atrium 41% and in the ventricle 1%. The clinician is wondering if this is too soon to be at this battery voltage.